Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of a home patient that experienced a breach in aseptic technique and acquired peritonitis. Per the home patient's (hp) registered nurse the hp's wife always performed the peritoneal dialysis therapy (pd) for the hp and the hp decided he wanted to do therapy by himself. The home patient did not wear a mask during therapy or wash his hands prior to therapy causing a breach in aseptic technique. The home patient was treated with unspecified antibiotics and has recovered from the peritonitis. The rn stated he just saw the home patient and the wife is now back to doing the home patient's therapy with no complications noted. No additional information was available at the time of this report.